Manufacturer narrative:
Age: average age, gender: majority gender, event date: date of publication. Title: the importance of proximal optimization technique with intravascular imaging guided for stenting unprotected left main distal bifurcation lesions: the milan and new-tokyo registry year: 2021 reference: doi: 10.1002/ccd.29954. Medication: aspirin, ticlopidine, clopidogrel, prasugrel, anticoagulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - the importance of proximal optimization technique with intravascular imaging guided for stenting unprotected left main distal bifurcation lesions: the milan and new-tokyo registry - was submitted for review. This study evaluated the 5-years outcomes of intracoronary imaging guided proximal optimization technique (pot) for percutaneous coronary intervention (pci) in patients with unprotected left main distal bifurcation lesions (ulmd). The primary endpoint was target lesion failure (tlf). Tlf was defined as a composite of cardiac death, target lesion revascularization (tlr) [for left main (lm) to the left anterior descending (lad) artery and/or left circumflex (lcx),] and myocardial infarction (mi). The individual components of tlf were also evaluated. Furthermore, the composite of sudden cardiac death (scd) and definite/probable stent thrombosis (st) was also analyzed. Among the ste nts used in the study, the medtronic resolute integrity and endeavor rx coronary drug eluting stents (des) were used. A total of 1832 consecutive patients who underwent des implantation for ulm distal bifurcation lesions were identified. Of them, 780 patients underwent pot with intravascular imaging guidance (optimal expansion group). Tlf rate at 5 years was significantly lower in the optimal expansion group than that in the suboptimal expansion group. Cardiac mortality was significantly lower in the optimal expansion group than that in the suboptimal expansion group. The rate of overall tlr, tlr for lm-lad and the ostium of lcx was comparable between both groups. Mi and definite/ probable st were also comparable between both groups. The composite of scd and definite/probable st was significantly lower in patients treated with pot with intravascular imaging guide than the other patients.

Manufacturer narrative:
Additional information: it was detailed that there was no causal relationship between the resolute integrity and endeavor devices and any of the cardiac deaths reported, or any of the adverse events (mi, stent thrombosis, target lesion failure, target lesion revascularization) reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.